Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
A manufacturer representative and a patient implanted for gastrointestinal/pelvic floor reported that she had uncomfortable stimulation, overstimulation, and when she turned stimulation up, it went down her leg. She tried turning it down, but then she had leaking. This started a few days prior to (B)(6) 2015. On (B)(6) 2015, she was on program 1 at 0.4 volts and had tried changing to program 2 the other day, but she had the same issue. Therapy was on and the patient tried changing to program 3 at 0.4 volts and program 4 at 0.6 volts, but she still felt stimulation down her leg. On program 4, she decreased stimulation to 0.5 volts and didn't feel stimulation. She was told to leave it there for two days and see if she got relief. If not, she was directed to see her healthcare provider. The patient had leg pain due to stimulation, and a manufacturer representative was unable to program the pain out of the lead. An x-ray was taken and showed that the lead seemed to have curved medially, possibly hitting a nerve. The physician decided to revise the lead, but the revision had not yet occurred or been scheduled. The physician was waiting for patient consent. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a manufacturer representative reported that the patient's device system was totally replaced. There were no complaints and the patient was in a great place.